Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product found debris in the sterile packaging. The sterile barrier is intact. The debris is non-conforming, as it exceeds the acceptable criteria. Device history record (DHR) was reviewed and no discrepancies were found. These products were likely non-conforming when they left zimmer biomet control. The root cause of the reported event can be attributed to the operator not following instructions during manufacturing. No actions needed at this time. This complaint was determined not to be a new confirmed quality or manufacturing issue. No further actions have been initiated to further address the reported issue.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02316.

Event description:
It was reported that incoming inspection team member found debris in the sterile package. No adverse events have been reported as a result of the malfunction. No patient involvement.